Manufacturer narrative:
Literature article: quan, l., xu, y., luo, s., wang, l., leblanc, d. And wang, t. "Negotiated care improves fluid status in diabetic peritoneal dialysis patients". Peritoneal dialysis international, (2006) vol. 26, no. 1, pp. 95¿100, 0896-8608/06, www.pdiconnect.com. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A study was performed in which three peritoneal dialysis (pd) patients experienced recurrent peritonitis. The cause of the peritonitis events was not reported. It was not reported if the patients were hospitalized for the event. Treatment for the peritonitis events was not reported. Patient outcomes were not reported. On an unreported date, pd therapy was discontinued, and the patients were transferred to hemodialysis (due to recurrent peritonitis). No additional information is available.